Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies to address the alarms. Customer declined system check with tandem system support, but issue was resolved. Customer's blood glucose was 241 mg/dl.